Event description:
Event description guidant received information that this implantable lead ws repositioned becuase the r-wave measurement had decreased, and the pacing threshold had increased. Additional information was received that stated the lead did not appear to appear dislodged on x-ray, however, during the surgery it was noted the lead moved without retracting the helix.